Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the wake button was sticking. Customer applied more force to the button to resolve the issue. Customer¿s blood glucose level was 372 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.